Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Tip remains in patient; remainder of device unknown.

Event description:
As reported: gamma 3.2mm x 450 k-wire, threaded tip of wire separated from rest of wire on insertion into great trochanter. Surgeon was using k-wire through the cannulated awl, tip broke on 3rd pass through the awl. Patient with metastatic legions in gt, surgeon reported that ¿it didn¿t feel as though the wire was going through any particularly dense bone during the 3 passes. Broken threaded tip of k-wire left in-situ, procedure continued without any impact. Additionally reported: approximate 2-3 minute delay to procedure.

Event description:
As reported: gamma 3.2mm x 450 k-wire, threaded tip of wire separated from rest of wire on insertion into great trochanter. Surgeon was using k-wire through the cannulated awl, tip broke on 3rd pass through the awl. Patient with metastatic legions in gt, surgeon reported that ¿it didn¿t feel as though the wire was going through any particularly dense bone during the 3 passes. Broken threaded tip of k-wire left in-situ, procedure continued without any impact. Additionally reported: approximate 2-3 minute delay to procedure.

Manufacturer narrative:
The reported event could be confirmed, although the device was not returned for evaluation, but an x-ray was provided which confirms the alleged failure. A device inspection was not possible since the affected device was not returned but an x-ray was provided which confirms that the k-wire, indeed, broke around the tip, from the region where threads start. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. An x-ray was shared through which the failure was confirmed. The same x-ray was presented to our medical expert to obtain his opinion about the tip of the k-wire staying inside the patient, given the fact that patient had metastatic lesions in the greater trochanter. He stated the following: the threat/harm to the patient is more then limited. This happens from time to time. There is a potential conflict if an endoprothesis will be implanted at a later stage, but there should be no risk resulting from this metal piece. Neither mechanically nor biocompatibility wise. More information, as well as the affected device must be available in order to determine the exact root cause of the failure. However, based on the event itself, it can be said that multiple insertion of the same k-wire under pressure could have led to slight twisting and bending to an extent of diminishing of its structural integrity, leading to breakage. If the device is returned or any additional information is provided, the investigation will be reassessed.